Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient¿s baseline pain increased slightly, but then the patient was unable to increase the amplitude to the setting that he desired. No images were taken to try to diagnose the root cause of the impedance issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the group a failed and patient could not adjust the increase setting, only the decrease setting. Issue was resolved by the rep. The rep set up group b and c for back up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that he had been having problems with their controller and later clarified that they kept seeing a settings not available screen. The patient reported that they were able to decrease intensity but when they tried to increase, the settings not available screen would come up. The patient noted that this started the day prior to the report. Additional information was received from a consumer, the healthcare provider (hcp) and a manufacturer representative (rep) on may 21, 2020. It was reported that on (B)(6) 2020, the patient's chronic pain increased slightly. The patient was not able to achieve the amplitude settings they desired. There were no known causes at the time of the report. The patient met with the rep on (B)(6) 2020 and checked impedances. Contacts 2 and 6 were reading as >40,000 ohms. The rep confirmed that contact 6 was being used in the patient's programming. The rep performed reprogramming to exclude contact 6. The patient was then able to increase settings to address their pain; rep reported the issue was resolved. No further complications were reported or anticipated.